Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that motor was tad slower than before. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly noted. Insulin pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert noted. Insulin pump received with cracked battery tube thread and stained end cap sticker noted. (B)(4).